Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('left essure device extending into the uterus with only a small tip extending into the fallopian tube. Left extending into the coronary the uterus and possibly to the endometrial canal') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysmenorrhoea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('left essure device extending into the uterus with only a small tip extending into the fallopian tube./left extending into the coronary the uterus and possibly to the endometrial canal') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (total vaginal hysterectomy and total vaginal hysterectomy,medical device removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered device expulsion, dysmenorrhoea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.